Event description:
It was reported that during a tfn (trochanteric fixation nail) procedure, the helical blade coupling screw (357.377) knob broke off while the surgeon was malleting on the helical blade. The surgeon was able to finish malleting on the back of the broken coupling screw to complete the procedure. All broken pieces were retrieved. The surgeon was able to release and remove the broken coupling screw by using forceps.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record, synthes monument reviewed DHR 5217369, part 357.377 which was received in the brandywine manufacturing facility. Review of device history records showed that there were no complaint related anomalies. The suppliers certification indicates the correct material was used and correct hardness value was obtained. This complaint is invalid from a manufacturing standpoint. The product development evaluation, visual inspection report stated the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fractured surface is homogenous which indicates material uniformity. The shaft connection is still welded into the knob but there is a hairline crack around approximately half the joint. There are numerous deep dents on the top and edges of the knob. The threads on the end are still intact and there is a white residue in the first full thread. A helical blade was successfully attached to the coupling screw. The design evaluation report stated as noted in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. As documented in the design evaluation done for (B)(4), a review of the design risk assessment (revision c) confirmed that the estimated risk level adequately assessed the severity and occurrence of the described in this complaint. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique (j3900-g), could result in loading conditions that may lead to breakage. The returned device was manufactured in august 2006 and is over 5 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore this complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).